Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported that he had discovered fluid leaking from the patient line of the liberty cycler set and that no solution was in the cycler. The patient confirmed that he discovered the leak during setup, prior to connecting to the patient line, however, the patient completed treatment with these supplies. The patient confirmed that there was no adverse event and no medical intervention was required. The complaint device was confirmed to have been discarded and is no longer available for investigation.